Event description:
A customer in (B)(6) notified biomérieux of obtaining a false positive result while testing a diabetic male patient serum sample using the vidas® sars-cov-2 igm (reference # 423833, lot # 1008125220). Interpretation of results from package insert: I < 1.00 negative, I >= 1.00 positive. Vidas® sars-cov-2 igm results: 8, positive. Alternate methods: pcr: negative, nasopharyngeal sample. Snibe maglumi method: negative (only checked for igm). Vidas® sars-cov-2 igg results: negative. This was a screening test and patient showed no clinical symptoms. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a false positive result while testing a diabetic male patient serum sample using the vidas® sars-cov-2 igm (reference # 423833, lot # 1008125220). Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833. A biomérieux internal investigation has been completed with the following results: the customer's sample was not available to be tested. According to quality control records, there was no anomaly observed during the manufacturing, quality control and packaging processes. An analysis of four (4) negative sera was performed on seven (7) vidas sars cov-2 igm batches including the batch used by the customer (1008125220 / 210605-0). All the results were in accordance with the expected specifications and vidas sars cov-2 igm batch 1008125220 / 210605-0 was in the trend of the other lots. Specificity testing was performed on ten samples collected before the pandemic; therefore, the expected results were negative. These samples were tested on vidas sars cov-2 igm batch 1008125220 / 210605-0. All of the samples gave a negative result with indexes between 0.03 and 0.42 tv which is far from the positive threshold of 1.00 tv. The positive results were not reproduced. The positive result could be due to the difference of targets between vidas sars cov-2 igm assay and the other tests or the presence of an interference (such as-but not limited to- rheumatoid factor, anti-nuclear antibody). It is mentioned in the package insert of vidas sars cov-2 igm ref.423833 in limitations of the method: "interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history and the results of any other tests performed. The individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably." Since the customer's sample was not available for testing it is not possible to further investigate and explain the vidas sars cov-2 igm result. The data review concludes that vidas sars cov-2 igm batch 1008125220 / 210605-0 is functioning as intended.